Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging eye irritation, nose irritation, respiratory tract irritation, dizziness, headache, asthma, inflammatory response, kidney disease, liver disease, lung disease, and cancer. There was no report of medical intervention. No additional information can be requested at this time. Cancer the manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging eye irritation, nose irritation, respiratory tract irritation, dizziness, headache, asthma, inflammatory response, kidney disease, liver disease, lung disease, and cancer. There was no report of medical intervention. No additional information can be requested at this time. Cancer. The manufacturer previously reported incorrect information in previous report. The following correction has been updated in this report. The device was returned to the manufacturer service center for further evaluation. During the evaluation of the device at the manufacturer service centre, the device was visually inspected and found no evidence of foam degradation. During the evaluation, there was zero error code found. The manufacturer service center concludes that they couldn't confirm the customer's allegation and unit passed final test. Box h: evaluation method code grid was corrected in this reported.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging eye irritation, nose irritation, respiratory tract irritation, dizziness, headache, asthma, inflammatory response, kidney disease, liver disease, lung disease, and cancer. There was no report of medical intervention. No additional information can be requested at this time. Cancer. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service centre, the device was visually inspected and found no evidence of foam degradation. During the evaluation, there was zero error code found. The third-party service center concludes that they couldn't confirm the customer's allegation and unit passed final test. Box h was updated in this reported.